Manufacturer narrative:
Date of initial report: december 10, 2007. To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the surgeon attempted to dissect tissue prior to the completion of the sealing cycle. This caused the cutting blade to jump out of the track and it became lodged in the jaws of the device. The jaws of the device were released by playing with the knife trigger and ratchet, but the blade was exposed when removed from the pt. After surgery, the blade was broken during examination of the device. There was no pt injury.